Event description:
It was reported that patient incision at the implant site had opened. It was noted it has some serous drainage from site. Additional information received that the patient underwent an explant procedure where the implantable pulse generator was removed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient incision at the implant site had opened. It was noted it has some serous drainage from site.